Event description:
It was reported that (1) lcsc5 was used with hp053 during an unknown procedure. It was reported by the affiliate that the blade would not activate. Opened another device to complete the case. There was no pt consequence.